Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient presents with sepsis, initially improved with antibiotics, but persistent fevers and driveline drainage. Given lack of "respectability / exchange / transplant", will send home with palliative antibiotics suppressive indefinitely, assuming he stays stable for 6 weeks. Plan to transition to hospice, with left ventricular assist device (lvad) deactivation) with breakthrough of illness. Internal cardiac defibrillator (ICD) shock functions turned off prior to discharge. Issue was stated to not being resolved. No additional information available.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient died on (B)(6) 2018. It was stated that the patient had a history of long term chronic infection. It was further stated that no clinical action was taken for the patient as the patient was in hospice care at the time of the death. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Suppl: it was further reported that no death occurred, and the event outcomes were resolved on (B)(6) 2018. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # there is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.